Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood in the guide wire lumen, which suggests that the device was loaded onto a guide wire at some point. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. Additionally, measurements of the outer diameter of the stent and the tip length were taken and all dimensions met manufacturing specification. The analysis revealed that the hypotube and jacket material were separated 18 centimeters distal to the strain relief tubing, confirming the reported incident. The fracture faces at the separation were oval shaped, indicating that the hypotube bent or kinked prior to fracturing. Both ends of the separated jacket material were also jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). There were also multiple kinks in the hypotube adjacent to the separation. However, since the additional kinks were not originally reported in the case description, this damage likely occurred from further handling as the device was packaged for shipment back to abbott vascular for analysis. The inability to cross the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support, and is not generally associated with a product quality deficiency. In addition, potential factors that can contribute shaft separations include, but are not limited to, damage during manufacturing, materials, removal technique from the packaging, handling, an interaction with the patient anatomy, or from an interaction with accessory devices. There was no report of any damage noted during inspection prior to use, this suggests that the damage occurred during or after the procedure. The lesion was also moderately tortuous, moderately calcified and 99% stenosed, which likely contributed to the reported difficulties. Reportedly, force was applied to the system during attempted advancement. It should be noted that the mini vision instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system component. In this instance, the sds likely interacted with the tortuous and calcified lesion during advancement such that as force was applied against resistance, the shaft fractured and separated as a result. To assure that all products perform according to specification, all stent delivery systems are 100% visually inspected for kinks online during the manufacturing process and a sampling of units is destructively tested to verify shaft integrity and tensile strength. A review of the lot history record for the reported lot was performed and revealed no associated non-conforming material records and all lot release testing met specification. Additionally, a query of the complaint-handling database and there have been no other incidents reported for hypotube separations for this lot. There does not appear to be any indication of a lot specific product quality deficiency. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during percutaneous transluminal coronary angioplasty in the moderately calcified and tortuous distal right coronary artery, pre-dilatation was performed using a 1.5 x 8 unspecified dilatation catheter. An attempt was made to advance a multilink mini vision 2.5 x 12 mm coronary stent system; however, the stent system could not cross the lesion. Force was applied to the stent system during advancement and the proximal hypotube separated in two pieces outside of the anatomy. An attempt was made to treat the lesion using a non-abbott stent system, but the device could not advance. The procedure was stopped. Although the procedure could not be completed, there was no clinical adverse patient effect. Medical management consisting of medication to keep the patient's condition stable was advised. The patient has been referred for coronary artery bypass graft surgery. Though requested, no additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.